Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during the investigation, it was observed that there was moisture in the battery compartment; a leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, it was observed that there was a battery compartment crack along the side on the threads and below the pad. It was also noted that when the pump was powered on, the display appeared to be dim and discolored. The pump case was removed and there was no further moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.